Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. Troubleshooting for no delivery alarm during basal was performed and insulin exited and the insulin pump alarmed no delivery during an assisted fixed prime. Motor error troubleshooting was performed. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. The drive support cap appeared normal. The customer was able to complete pump rewind. Displacement test and manual prime were successful. The customer was advised to call back if the issue recurs. The customer did not treat for the high reading. Troubleshooting for no delivery during manual prime was performed. The customer was assisted with clearing the alarm, the insulin exited during plunger push and the insulin pump did not alarm during rewind and manual prime. The insulin pump was working as designed. The product will not be returned for analysis.